Event description:
It was reported that the side panel display on the 9900 system is showing squares (acting like it is fluoroing but it is not). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board, generator interface board and the system interface. Reloaded all software and cal files. The system was tested and found to be working as intended and placed back into service.